Event description:
During incoming functional testing at zoll medical's technical service dept, the device displayed "pacer fault 116", "pacer disabled" and "defib disable" messages. There was no pt involvement in the reported malfunction.